Manufacturer narrative:
A ge rep evaluated the system and calibrated the touch screen. The system operates as intended.

Event description:
The customer reported the touch screen locked up and they could not swap images between monitors. No pt injury was reported.